Manufacturer narrative:
The reported condition of channel b pump head module (phm) being unresponsive, including the stop and channel select buttons on the phm was not confirmed or duplicated. Channel b passed the keypad test and functioned as designed. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
It was reported in a service report that the fowler would not hold weight in the upright position. No leaking detected.

Event description:
The facility reported an infusion pump with a malfunction of whole channel b pump head module (phm) being unresponsive, including the stop and channel select buttons on the phm. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. Additional information: during evaluation the channel b keypad was found to be working properly, however failure code 810:11 was the only failure found in the even history on channel b. The failure was caused by fluid ingress in the ail pcb (air in line printed circuit board), phm pcb (pump head module printed circuit board), and channel. The channel b pump head module was replaced. (B) (4)

Event description:
(B)(6) medical center reported that the date and time set in their precision xtra blood glucose meter had changed spontaneously. This is a known malfunction with the software that causes incorrect trending of glucose results. Abbott diabetes care is aware that the (B)(6) medical center is utilizing the (B)(4) software. There was no report of death, serious injury or mistreatment.